Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the black box indicated a ¿replace battery¿ alarm occurred on 06/10/2016; however there was no evidence of short battery life found in the black box. The battery cap was able to fully tighten and the pump powered on normally. Current draws were within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a battery life issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.